Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported via phone call that the customer experienced high blood glucose levels and infusion with bent cannula. Blood glucose reading ranged from 400 to 506 mg/dl. Customer did not indicate how the high blood glucose was treated. Customer declined troubleshooting. The insulin pump will not be returned for analysis.